Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, prior to the catheter entering the left atrium, the customer had to retrieve the balloon out of the sheath due to air retrieval during sheath aspiration and it was unsure if all the air was emptied out from the sheath. The mapping catheter was bent and a new mapping catheter was used but required additional force to pass through the distal part of the balloon, getting stuck about 4 cm from the distal end. A new balloon catheter was used, and the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of mapping catheter was performed. The loop was intact with no apparent issues and no damage was observed along with the tip/loop section of the mapping catheter. The pebax tubing was intact with no apparent issues and no damage was observed. Electrode 1 was observed to be displaced from its original location. The user may experience insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. The shaft was intact with no apparent issues. No kink or any other damage was observed. The introducer was intact with no apparent issues and no damage or any other issue was observed. The lemo connector was intact with no apparent issues. No damage or any other issue was observed. The insertion compatibility inspection was performed with the test catheter and the returned mapping catheter. No anomalies were identified. As received, the mapping catheter was inserted and retracted into the balloon test catheter without any issue. The mapping catheter was intact with no apparent issues. No kinks were observed along with the shaft, pebax or tip/loop section of the mapping catheter. In conclusion, the reported shaft kink issue was not confirmed during testing and the mapping catheter failed the returned product inspection due to a displaced electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.